Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received together; however, the burr catheter housing was detached. The advancer knob was received tightened in the forward position. The handshake connections were examined and it was found that the handshakes were connected but bent. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed with .009¿ rotawire. The rotawire was advanced through the rota device but would not pass the bent handshake connections. Inspection of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-07003. It was reported that the burr became stuck on wire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were used to treat and advance to the target lesion. During the procedure, difficulties were encountered when the burr was advance over the wire. Then an attempt was made to pull the wire out of the burr but failed. The procedure was completed with a different device. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-07003. It was reported that the burr became stuck on wire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were used to treat and advance to the target lesion. During the procedure, difficulties were encountered when the burr was advance over the wire. Then an attempt was made to pull the wire out of the burr but failed. The procedure was completed with a different device. No patient complications were reported and patient's condition was stable.